Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report. H3 other text : device remains implanted in patient.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to pain and possible loosening.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to pain and possible loosening.

Manufacturer narrative:
Correction - h6 (results code, conclusion code) the reported event could be confirmed since images of CT scans were provided and shows loosening of the tibial and talar components. Upon further investigation of the CT scans by healthcare professionals the following was observed: ¿the tibial component shows a little bit of radiolucence proximally and posterior, the component is positioned pretty far posterior and there is a posterior periprostetic gap, which can be a periprosthetic tibial fracture. The pe is not visible and cannot be assessed. There is no clear direct proof of loosening or migration. The talar component shows a little bit radiolucence and seems subsided.¿ based on investigation, the root cause was attributed to a patient related issue. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.